Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient could not see insulin drops at the end of the tubing of a cleo® 90 infusion set. Patient changed out her infusion set three times, and was able to see insulin drops at the end of the tubing on the fourth set. Patient's blood glucose levels were 162mg/dl at the time of the event. Patient changed out their site, and did not mention changing out the cartridge. No permanent injury was reported. See MFR: 3012307300-2017-00981 and 3012307300-2017-00983.